Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported while using their night aligners that they noticed the spaces in the aligners, but the aligners literally cannot move down any further. The way they are molded against their gums leaves no space for them to move further down, the aligners would then be cutting into their gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.